Event description:
It was reported that a home patient experienced a connection issue between a transfer set and the patient line. This occurred during initial drain of peritoneal dialysis therapy. The patient line was disconnected from the twist clamp on the transfer set on its own. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.